Event description:
It was reported that when using the bd pyxis¿ es server, assistance was required to verify the certificate, and the user experienced an issue logging into the handheld device, receiving an 'unable to authenticate' error. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: unique device identifier not available.

Event description:
It was reported that when using the bd pyxis¿ es server, assistance was required to verify the certificate, and the user experienced an issue logging into the handheld device, receiving an 'unable to authenticate' error. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name and initial reporter last name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was unable to login to handheld and need assistance to check the enterprise server certificate. A technical support specialist dialed into the server and attempted to log into pes but was unable to authenticate. An error was identified in the identity server (ids) log. Upon inspecting internet information services (iis), it was found that no certificate was bound to any site. Further verification through microsoft management console (mmc) revealed that the certificate was missing from the personal folder. Tss imported the required certificate into the personal folder and bound it to all sites under iis. After running config.ids, pes login was attempted again and was successful. Login functionality was confirmed. The system functioned as intended after the technical support specialist troubleshot the device.